Event description:
Whilst conducting a literature and bibliography review project for rayner lenses the following poster publication was identified 'surface calcification of hydrophilic acrylic intraocular lens related to neovascular glaucoma: 9 cases with rayner c-flex 570c'.

Manufacturer narrative:
(B)(4). Rayner contacted (B)(4) for further information on this case. Rayner was advised that the procedure took place on (B)(6) 2007 at (B)(6) hosp and that calcification was identified on (B)(6) 2010, (B)(6) post-operatively. No information has yet been provided on how the reported calcification was treated however, we have been informed that the lens was not explanted and that the corrected vision of the patient is 0.2. Further investigation of the reported incidents has identified that the lens associated with this report is a superflex 620h and not a c-flex 570c. The manufacturing records for the superflex 620h 20.0d batch 067e73921 were reviewed and no anomalies have been detected.